Event description:
This rv lead was implanted on (B)(6) 2005. It was noted, that this lead presents v-tachy mode set to value other than monitor. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).